Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lead lot# va1nhqw0: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the lead electrodes (#13 <(>&<)> #14) were very close possibly touching with possible fluid and swelling causing low impedances. No further information was reported.

Manufacturer narrative:
Information in regulatory report 3007566237-2018-00374 was a duplicate record of this report. No further regulatory reports will be sent under # 3007566237-2018-00374. Any additional information will be submitted under regulatory report number 3007566237-2018-00381. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator. It was reported that the rep was currently with the patient and/or the healthcare provider (hcp) so further troubleshooting could be done. It was reported that they were seeing impedances with possible shorts to avoid on 4, 5, 13 and 14. The rep asked why they were seeing this. Technical services reviewed information regarding shorts. It was reviewed that they must go into each electrode and see what it was that was shorting them. The following was reported: 4 and 13 180ohms 4 and 14 14 and 5 180 13 and 4 180 it was reviewed to avoid those pairs. Technical services attempted to ask additional questions and the rep stated there was already a report for this patient. No medical symptoms were reported. The event date was not asked. No symptoms were reported. Additional information was received. It was reported the event took place on (B)(6). No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the impedances showed avoid on the day of surgery. The rep reported the issue eventually cleared. The rep said they checked impedance last friday and electrode 4, 13 and one more electrode that they can't remember showed avoid. The rep said the patient was only getting stimulation in the right knee, that patient was not getting stimulation in the proper place. An x-ray was done and one of the leads may have dropped, but the original x-ray after implant was not available for comparison. The rep said one of the leads is midline at t8 which should allow the patient to have stimulation somewhere else other than the right knee. The rep was going to follow up with patient. It was unknown when therapy changed. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). Rep requested assistance with an intra-operative procedure. Rep reported impedance issue, initially rep said 4 <(>&<)> 5 showed avoid, #4 820 ohms, #5 800 ohms, #13 810 ohms and #14 790 ohms. Had rep use #4 as a reference. 3 620 ohms 5 620 12 630 13 180 14 620 # 13 reference 4 180 ohms 5 560 14 540 700-900 rest of the electrodes. Told rep to avoid using 4 and 13 electrodes since its quite low and that it was up to the health care professional (hcp) to device at this point whether a new lead is needed. Nothing unusual happened, such as too much blood. Hcp has wiped and reinserted lead several times. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot# va1nhqw0, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the x-ray confirmed the lead had dropped. It was unknown why the patient was only receiving stimulation in their right knee; the issue was not resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep . It was reported that the cause was not determined. The health care professional (hcp) is aware. No patient symptoms or complications were reported in this event.